Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors found both sensor needles bend inside the sensor base per our visual inspection. Unable to confirm if the customer received the sensors in said condition due to the customer returned opened and used.

Event description:
Customer reported via phone calls that this past weekend their needle was hard to retract. The blood glucose reading is 163 mg/dl.